Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a cannula through the shield with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to a cannula through the shield was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a cannula through the shield with the incident lot was observed. Evaluation of the customer samples was conducted and a cannula through the shield was observed. However, evaluation of the retain samples was conducted and a cannula through the shield was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Bd has reviewed specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: bd has made corrections to the manufacturing process where the cause of this issue may have originated. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd sentry¿ safety lancet the needle was slanted and not covered by the white shield. The following information was provided by the initial reporter: the needle slanted and not covered by the white shield.

Manufacturer narrative:
The manufacturing location for this product is nipro, (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd sentry¿ safety lancet the needle was slanted and not covered by the white shield. The following information was provided by the initial reporter: the needle slanted and not covered by the white shield.